Event description:
During incoming inspection, the distributor rejected this device,139105ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿insufficient heat seal¿ is confirmed. Received three 139105ext in original package. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, the device was encroached in the seal. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging did have an insufficient heat seal in two devices out of three devices. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that sterility is guaranteed unless the package has been opened, broken or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.